Event description:
It was reported that the patient¿s lead was placed in the wrong area of pain. The patient had a revision in which the leads were explanted and replaced. Reprogramming was performed. No product issue was reported, only that the leads were in the wrong location originally. The patient experienced less than 50% therapy relief at the location of the lead.

Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).